Event description:
Complainant alleged that during the biomedical department's routine testing and preventive maintenance of the device, the device display on the monitor screen was erratic. The complainant indicated that the higher joule charge, the smaller the screen display became. All screen details were displayed, but shrunk (with 300 joules charge the display was only 25% of its normal size). In addition, the complainant indicated that when the device was charged to 300 joules, the display indicated that the device charged to 300 joules, but when the device's discharge was tested with an imperial discharge tester, the discharge tester indicated that the device was discharging 150 joules. The complainant indicated that there was no pt involvement in the reported failure.